Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor was ¿bunt out¿ on the motor device. There were no delays to the surgical procedure as a spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization reported. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.